Manufacturer narrative:
E1. Reporting institution phone number - (B)(6). Reporter phone number - (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the blower is defective. It was reported there was no patient involvement at the time the issue was discovered. No repairs were completed by the field service engineer as the customer declined service and repair, device out of warranty; therefore, it could not be determined if it failed to meet specifications. A multi vendor/clinical engineering department" will handle the service call/incident. Attempts have been made to try to obtain further information but no additional information was able to be obtained. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.